Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer keeps receiving a motor error alarm when she is trying to fill tubing. Customer was trying to change her site but was not able to. Customer stated that this issue happened last night. Customer's blood glucose level was 109 mg/dl. Customer's most recent blood glucose level was 224 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that she was unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.